Manufacturer narrative:
The service engineer replaced the power cord, verified that the issue was resolved, and placed the device back in service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the electrical safety test failed and exceeded the allowed limits. There was no patient involvement when the issue was discovered. There was no reported harm to the patient or user. At bench repair, the authorized service provider (asp) found that the power cord needed to be replaced. The investigation is ongoing.